Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that when the up button on the gantry control panel was activated the pt support moved down. All motion stopped when the up" button was released. Philips service confirmed that the system was not in clinical use and there was no pt involvement. Philips service also confirmed that the customer found the unload pedal was stuck under the multi-function footswitch cover. The customer adjusted the unload pedal to eliminate the problem.